Manufacturer narrative:
Pump passed the displacement test. Pump received with partial broken reservoir tube lip and missing reservoir the o-ring noted. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the pump was fine, but the opening where the reservoir inserts half band broke off. Troubleshooting was performed for damage and noticed half the reservoir band was gone and the reservoir did not lock in place. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.